Event description:
Patient was on fentanyl drip, walked into room and rn noticed dripping/ puddle on floor underneath pump. 3 rn's in room inspected IV tubing and saw visible hole. Fentanyl bag was empty, pump did not alarm, fentanyl was wasted appropriately in accudose.